Manufacturer narrative:
Additional initial reporter: (B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that the customer was unable to insert the intra-aortic balloon (iab) through the 7fr. Sheath. They then attempted to insert the iab using an 8fr. Sheath. They verified that proper insertion technique was used and said they had not taken a shot of the groin to assess for tortuosity. They noted that they were still having issues getting the iab through the sheath outside of the patient¿s body. The getinge representative advised this was likely due to the iab being slightly unfurled or a possible issue during the preparation of the catheter. Iab insertion was aborted, and the patient was immediately transferred to a higher level of care due to continued decompensation. There was no patient harm or adverse event reported.

Event description:
It was reported that the customer was unable to insert the intra-aortic balloon (iab) through the 7fr. Sheath. They then attempted to insert the iab using an 8fr. Sheath. They verified that proper insertion technique was used and said they had not taken a shot of the groin to assess for tortuosity. They noted that they were still having issues getting the iab through the sheath outside of the patient¿s body. The getinge representative advised this was likely due to the iab being slightly unfurled or a possible issue during the preparation of the catheter. A new iab was inserted, and the patient was immediately transferred to a higher level of care due to continued decompensation. There was no patient harm or adverse event reported.

Manufacturer narrative:
Additional information: other relevant history & describe event or problem. Reference complaint#: (B)(4).

Event description:
N/a.

Manufacturer narrative:
Device evaluation: the product was returned with the membrane completely unfolded and blood on the exterior with the one-way valve attached. The sheath was returned separate from the iab. The inner lumen was found occluded with dried blood. The occlusion was unable to be cleared. The one-way valve was vacuum tested and it held vacuum. The sheath was measured and found dimensionally within specification. A laboratory insertion test was unable to be performed due to the membrane being unfurled. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. A leak may impact the ability to maintain vacuum. We are unable to confirm the reported difficulty during insertion because of the returned condition of the catheter and we are unable to mimic the clinical setting. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).